Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that ten years following bilateral intraocular lens (iol) implant surgery, a white discoloration of the iols has been observed. The pt is a teacher and is now unable to work due to vision loss. Many exams and tests have been done to find a cause for the decreased visual acuity, but the surgeon's final conclusion is the discoloration of the lens. The lens will be exchanged. Add'l info was been requested. There are two medical device reports associated with this event; this report is for the fellow eye.